Event description:
Nurse was turning off zoll monitor/defibrillator following cardioversion and turned knob one click too far. Pads were still attached so pt received a "paced" low voltage current to chest.